Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2010 and suture was used. When the needle was put through the tissue, the tip was broken. All needle pieces were easily removed from the patient with no adverse patient consequences.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.